Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly found during testing. The insulin pump had a radio frequency pic failed self-test due to faulty connector on the radio frequency board. The insulin pump was received with scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call radio frequency pic failed self-test. Customer's blood glucose level was 450 mg/dl. Troubleshooting for high blood glucose was performed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised the alarm did not occur during the rewind/prime sequence. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.